Event description:
Reporter alleged obtaining discrepant blood glucose values of 247 mg/dl back-to-back with a result of 126 mg/dl when testing was performed 2-3 minutes apart on the advantage system. On a different day but on the same system another comparison 348 mg/dl versus 104 mg/dl was performed 2-3 minutes apart. Reporter indicated he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reportedly taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.